Event description:
The field engineer reported the loss of cine functionality after completing an fmi. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine connection was reseated and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.